Event description:
Patient reported that their one touch basic enhanced meter kept giving the not ok message. This issue was not resolved with troubleshooting. Patient was taken to the hospital, but no treatment given. No further clinical information was provided. A replacement meter was sent to the patient.